Manufacturer narrative:
G4: 31mar2021. B4: 07apr2021. The blower was returned for failure investigation. Testing was performed and the customer complaint could not be verified. There was no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12jan2021. B4:13jan2021. The field service engineer attempted to book the ventilator into normal operation mode, but received a blower high temp error. The field service engineer replaced the blower and performed testing. It was confirmed the ventilator was fully function and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)6) 2020. (B)(6)2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a blower temperature high error. The device was in clinical use, however, no patient impact was reported.